Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for lot number h13b09036 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The device has been requested for return to the baxter product analysis lab for evaluation. Should the device be received and an evaluation completed or additional information received, a follow up report will be submitted.

Event description:
It was reported that during peritoneal dialysis (pd) therapy, a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) machine during dwell 8 of 8. A baxter technical service representative (tsr) assisted the caregiver (cg) to clear the alarm and remove the set from the homechoice. The tsr explained the alarm to the cg. There was patient involvement; however there was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection found no issues with the device. Leak testing, clear passage testing, and clamp function testing were performed with no issues noted. The device was run on a lab homechoice device with no issues. The reported problem could not be confirmed with the device. Should additional relevant information become available, a supplemental report will be submitted.